Event description:
Treatment of an ophthalmic aneurysm. It was reported that the pipeline was not fully opened after deployment and a balloon was required to achieve full wall apposition. At the evening, the patient was brought back to angiography suite and found the pipeline to have thrombosed and the patient also had a subarachnoid hemorrhage. The physician re-angioplasty the device to treat thrombus and the patient was intubated. It was reported the patient has hemiparesis and slightly aphasic; however, the patient was able to follows voice commands.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).